Event description:
It was reported in a clinical study that the patient underwent a revision procedure approximately 1 month post implantation due to dislocation where the head was exchanged and impingement of the front left acetabulum due to osteophytes was removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown modular head component 28mm + 6mm, unknown mallory head stem 12x165mm. Foreign source: netherlands. Study - clinical study ortho.cr.gh005. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2022 -00413. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.